Manufacturer narrative:
Date of event is unknown as it was not provided. Field service visited the account and found joystick needed replacement. Joystick was replaced. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was uncontrolled chair movement with the patient in the bed.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: manufacturing date was reported initially as december 2004 however, the manufacturing site reported the date as only 1997.